Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms or unexpected noise anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time.